Event description:
It was reported that the target area was a vein graft in the right coronary artery (rca) with heavy calcification. The first trek balloon (3.0 x 30 mm) was advanced to the lesion without much resistance, but when inflated; the balloon ruptured. The second trek balloon (3.5 x 15 mm) was advanced past the guiding catheter, and due to the patient losing pressure, was attempted to be retracted back into the guiding catheter. However, the balloon was stuck and could not be withdrawn into the guiding catheter. The device was pulled with force and the distal part of the balloon separated and remained on the guide wire. The distal part of the balloon could not be withdrawn, therefore a stent was implanted to compress the separated portion against the vessel wall. The patient is reported to be fine. The patient was kept hospitalized for 3 to 4 days for observation and will have an intra-vascular ultra sound (ivus) in six months. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 15 mm trek referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.